Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device, opened by the account with the appropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was found in the jaws of the instrument. The needle was not observed to have any witness marks on the cones. No witness marks on the bevel wall were observed on the instrument. No shearing was observed on the toggle switches. The instrument was loaded with a needle from a needle from the post market vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending. No further details regarding patient, product or procedure were provided by the reporter.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during an jejunojejunal anastomosis procedure, the needle fell out of the device. The needle fell into the patient cavity and was removed using graspers. No adverse event shave been reported.